Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that device exhibited error code 45169 and the device got wet. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the unit was wet, and the lcd lens was messy. A review of the event history log found record of error code 45169. Functional testing was able to duplicate the reported problem. It was determined that fluid ingression in the device was the root cause. The main board, lcd, led flex, front and rear piezo, dso sensor, and expulsor assembly were replaced to address the issue. The service history review identified no indication that the complaint was related to a service of the device within the review period.